Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up, down, and backlight buttons were found to be intermittently responding to presses. The backlight button does not affect the pump's insulin delivery function. The keypad was removed and adhesive was observed under the button contacts.

Event description:
It was reported that the down arrow button was intermittently unresponsive for one to two weeks. The user reportedly wore the pump under clothing and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.